Event description:
Intraocular pressure increased. A physician reported that a pt was suffering from cataract. In 2003 the pt underwent cataract surgery: the operation was performed using healon 0.85ml (hyaluronate sodium). Healon v 0.6 was added because of shallow anterior chamber, adhesion of posterior pupil and mydriasis. Concomitant medications at the time of the event were levofloxacin, betamethasone sodium phosphate, diclofenac sodium and flomoxef sodium. All the concomitant drugs were started on the same day and stopped two days later. One day later the pt's intraocular pressure (iop) rapidly increased to 40-50 mmhg with a peak of 52 mmhg. Eye irrigation (unspecified) was done after the treatment with d-mannitol (600 ml, IV). The last day of medication iop went back to normal values (15 mmhg). The reporting physician assessed the event as non-serious/non-mild and the causal relationship between healon v 0.6 and the event as certain. He commented as follows: "healon v 0.6 was aspirated inadequately and remained in the anteror chamber because of poor general and eyeball condition and clouded cornea, which might have caused the event." The company assessed the event was serious as intervention was required to prevent any further damage.